Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 for diabetic ketoacidosis on (B)(6) 2015 with a high blood glucose level of 486 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. The customer does not remember how they were treated or how the hospitalization occurred. The customer felt symptoms of shortness of breath. It is unknown what caused the incident. The customer did not return the product back for analysis.